Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficulty inserting the guide wire was not confirmed. The investigation was unable to determine a conclusive cause for the difficulty inserting the guide wire; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the case description was corrected removing the statement about calcification being present at the access site. No calcification was visible at the access site. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Abbott vasculars (av) returned device analysis initially did not confirm resistance inserting the guide wire; however, the sheath was dissected to remove the seal valve and a tear was observed at what appears to be the distal end of the seal valve, which could have contributed to the reported guidewire resistance. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and there was a similar event for this lot. Root cause analysis concluded that the issue is likely due to a manufacturing issue. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that right common femoral arteriotomy closure was attempted after a percutaneous transluminal angioplasty procedure using a proglide device, however, the proglide could not advance over the guide wire into the patient. A different guide wire was tried with the same result. Another proglide was used with no issue to achieve hemostasis. Calcification was visible at the access site in the right common femoral artery. The patient is doing well. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.